Manufacturer narrative:
The products were buried with the pt and will not be returned for analysis. No add'l info related to this event is available to the company at this time. If add'l info becomes available, the event will be updated as necessary.

Event description:
Boston scientific (bsc) crm received info that a death certificate was sent to bsc by the pt's wife three and a half months after the pt passed away. The death certificate listed the main cause of death as respiratory failure and the secondary causes as: sepsis, coronary artery disease, peripheral vascular disease and heel infection. The device was implanted two and a half months prior to the pt's death. The bsc sales representative contacted the hosp and found that the cause of the sepsis was unk and that the pt was pacemaker dependent. There were no allegations concerning the function of the device and all of the products were buried with the pt.